Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on 17-mar-2025 and forwarded to millyard advanced medical products, llc on 18-mar-2025. The patient reported that he woke up with red, swollen eyes and shortness of breath. He attributed these symptoms to being off remodulin for at least 24 hours. The patient removed the pump tubing from his site and did not see medication coming out after waiting 1.5 - 2 hours. Troubleshooting was not reported. The status of the backup pump is unknown. The patient did not report seeking medical attention. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.